Event description:
Surgeon had never used the -200 bag, but had been in-serviced in his office. Used the device to retrieve large ovarian specimen that took up to (B)(4) of bag. Could not remove, so surgeons excised fascia after first removal attempt. Bag burst at bottom upon removal. Specimen was removed using a different manufacturer's bag.